Event description:
The customer contact reported the device touchscreen did not pass calibration. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test and could not be calibrated. No additional information was provided.

Manufacturer narrative:
Initial testing was done by the field service engineer at the user facility. During testing the device touchscreen could not be calibrated. Further testing at the service center found the device touchscreen responded; however, the keys were out of alignment. A review of the device history indicated invalid touch responses. The probable cause of the device touchscreen could not be calibrated was due to contamination on the device touchscreen due to fluid ingress which altered the characteristics of the device touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.